Event description:
(B)(6) home health nurse reported the replacement pump that was previously sent malfunctioned giving lithium battery error. Home health nurse stated pt has old pump on hand for infusion, no missed doses. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 25gm. Gamunex-c indication: common variable immunodeficiency, unspecified. Pharmacy replaced the device.